Event description:
It was reported occlusion alarms occurred. There was no reported impact to the customers blood glucose level. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin. Occlusions continued and the customer reverted to manual dose injection. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use.